Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Corrosion was noted inside the device on the pcb, indicating that fluid had leaked in the pod. Small cracks were found on the top outer housing. It could not be determined when these cracks had occurred or if they had any affect on the device's functionality. After investigation and leak testing, no internal source of leakage could not be determined. Attempts to retrieve data from the pod were unsuccessful.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). At 5:00 pm the pod was deactivated and it was noticed that the cannula was bent. The pod was worn longer than 48 hours on the arm.